Event description:
It was later reported that the patient did not present to her regular pump refill appointment on (B)(6) 2013 as she was scheduled. The last pump refill was (B)(6) 2013. The low reservoir alarm went off 2 days prior to the report. The patient¿s medication had been ordered and the patient was reminded of the appointment. Per the healthcare provider (hcp) the patient was noncompliant and did not present for follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a hospital stay. The reason for the hospital stay was not provided. It was unclear what medication the device system delivered; however, the patient stated ¿hydromorphine¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8590-1 lot# n293828, implanted: 2011 (B)(6), product type accessory product ID 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).